Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial dry with residue/debris on product. Visual inspection found the optic and haptic stretched out. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens rotation not associated to a low vault. Lens was repositioned but that did not resolve the problem. The lens exchanged for a same length lens and the problem was resolved. Cause of the event was unknown.